Event description:
Pt in ER with sob and asthma required intubation. Cuffs on et tubes were leaking which required re-intubation of the pt. The physician suspected faulty material in the balloons in this lot # of et tubes.